Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reported multiple gas loss alarms on pump. Fse found six gas loss in iab circuit alarms in error logs. This generally means they were having an issue with the balloon catheter. Fse unable to find any issue with the pump. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that while device was in use cardiosave intra-aortic balloon pump (iabp) has gas low alarms. There was no patient harm or injury reported.